Manufacturer narrative:
Concomitant medical products: product ID 977a260. Serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 3550-29, lot# n501594, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
The healthcare provider (hcp) reported the patient was scheduled to have an MRI of their lumbar and thoracic spine due to pain down their leg. The patient was able to walk but the pain was in their ankle and a spot in their leg. This was a new pain that started after they were implanted with the implantable neurostimulator (ins). The MRI was to verify that the leads are where they should be. The cause of the event was unknown, it was unknown if the patient was receiving greater than 50% symptoms reduction, and reprogramming was needed. Additional information received from the consumer reported a loss of therapy. The patient had trouble with her left leg due to sciatica, which was why she got the ins for pain. Her whole left side was affected and the ins provided no pain relief. In fact, she had more pain than before. The patient woke up from her surgery with a swollen leg and she could not walk. She had a charley horse, her ankle hurt, and her legs dragged. The patient stated the hcp implanted the lead with one vertebra up compared to the trial and that he should have stayed with the original site. Reprogramming was attempted by the manufacturer's representative two weeks prior to the report, but he could not do it, thus an x-ray was requested. The x-ray confirmed that the patient's lead wires crossed. The hcp was going to do another lead wire trial on (B)(6). It was noted the patient fell and was now in more pain than 2 weeks ago, but this fall was not related to this issue. The patient said she was inactive after the implant, thus the lead wire could not have moved. Relevant medical history included non-malignant pain and failed back surgery syndrome.